Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Historical quality control results for vitros tropi es lot 3310 were acceptable. The customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3310 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 3310. Vitros tropi es precision testing performed was within acceptable guidelines, therefore an instrument issue is not likely a contributing factor of the higher than expected tropi result. Pre analytical sample processing could not be ruled out as a contributing factor. It was determined that the customer is not processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample result of 0.684 ng/ml vs. The expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory and heparin treatment was administered. Negative results were obtained from both a new sample as well as repeat of the original sample and the treatment was stopped. Per a medical consult with an ortho medical safety officer, serious long-term harm is not anticipated as a result of the dose of heparin received. There was no allegation of actual patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).